Event description:
It was reported that device was showing high impedance and patient alert was triggered. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and the data indicates a high resistance/impedance condition. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2010. The daily pace impedance trend data shows an abrupt increase for the svc defib lead between (B)(6) 2010 and (B)(6) 2010.